Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that during priming/setup of the hl20 the error "fuse 2&5" on scp occurred. No patient was involved. (B)(4).

Manufacturer narrative:
Field safety technician has been sent for investigation. Troubleshoot system, device opened, all wiring connections checked. Modules regarding contact tested and inserts checked. After re-installation of the ccm the issue did not reoccur. Switchover of the battery to mains is working properly. Electrical safety tested according to iec 62353: protective conductor resistance: 123mohm. Device leakage current: 259 muamp. Insulation resistance:> 310mohm. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).